Manufacturer narrative:
This patient received the right tmj devices in (B)(6) 2015. The surgeon reported that the patient had a debridement surgery earlier in the years, and he suspects that's where the patient contracted the infection. Multiple MDR reports were filed for this event. Please see the associated report: 2031049-2020-00047.

Event description:
The patient's right tmj devices were removed due to infection.